Event description:
The instrument was used during a bowel resection. It was reported the clips were not closing properly. This instrument was used for the entire case. There was no consequence to the pt.

Manufacturer narrative:
The applier was received with a partially formed clip in the jaw. Based upon the inquiry info received, the visual examination and the functional test, no conclusion could be reached as to what may have caused the reported incident during surgery. The applier was received with a partially formed clip in the jaws. The applier was cycled and the firing stroke was completed and the partially formed clip in the jaws then scissored. The applier then cycled and fired the remaining 9 clips without incident and within design specification. It was concluded that the applier was conforming to design specifications. Each instrument is evaluated during the assembly process to ensure that it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.